Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be ¿operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hydrophilic intermittent silicone catheters was not lubricated and caused infection. It was unknown what medical intervention was provided for the infection. Per customer via phone on 13mar2023, it was reported that the customer had an infection prior to using the catheter. Customer stated that he returned the catheters with no lube and was in turn sent the correct catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hydrophilic intermittent silicone catheters was not lubricated and caused infection. It was unknown what medical intervention was provided for the infection. Per customer via phone on (B)(6) 2023, it was reported that the customer had an infection prior to using the catheter. Customer stated that he returned the catheters with no lube and was in turn sent the correct catheters.